Manufacturer narrative:
A spacelabs healthcare technical support representative (tsr) remotely connected and confirmed no pause alarm was captured in clinical access. Spacelabs healthcare field service engineer (fse) went to the customer¿s location to evaluate their device; however, the device was in not available for testing because the transmitter in question was in active use at time of visit. There is not enough information to conclude that the spacelabs telemetry equipment failed to operate to specifications at the time of this complaint episode. Spacelabs field service engineer (fse) has made multiple attempts to gather the needed ics database information but was not allowed by hospital. Their has been no additional reported reoccurrence with the device. H3 other text : placeholder.

Event description:
Spacelabs received a report from the customer that a failure to alarm occurred on (B)(6) 2021. No patient injury reported due to this event.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.